Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: light cover glasses was chipped, light cover glasses adhesive was pitted, optical cover glass adhesive was pitted, distal end adhesive was missing/uneven edge, distal end adhesive was lifting, control body/aspiration housing coloured ring was worn, switch condition was worn, light guide tube had evident delamination, suction connector had water leakage, biopsy channel leaking, left/right brake not to specification, insertion tube protector fail split, electrical safety test failed and angulation wire snapped. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope angulation wire snapped during procedure. The procedure was completed using the same set of equipment. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: auxiliary channel has white crystallized contamination. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the biopsy channel. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.